Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
Visibly, the cutting slot of the tka plus femoral cutting block moved in flexion at some point of time leading to a 12mm distal resection (vs. 10mm planned). It was discussed that the orientation of the slot may have moved when he placed the additional pin to secure it in place or during the cutting process (due to substantial torquing of the saw blade relative to the slot). The surgeon had to augment and downsize the femur due to cuts. No adverse event following the surgery. Patient left the operating room in stable condition.